Event description:
It was reported that the device did not recognize the cassette. There was no patient involvement. Per reporter, a new cassette was tried and the pump showed the same error message.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found the device showed error code 41541. Functional testing was performed and the customer reported problem was not confirmed. There were no problems identified with the cassette detection. The cause of the reported issue is unknown. No further action will be taken.